Manufacturer narrative:
A titan touch, cylinders 1 and 2, and reservoir were received for evaluation. Evaluation revealed a separation in the shorter pump exhaust tubing at the tubing strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion at the site of separation, indicating the tubing had kinked and abraded against itself for a period of time. No functional abnormalities were noted with cylinder 1 or cylinder 2. Evaluation revealed two sites of separation adjacent to one another in the bladder of the reservoir. Testing revealed these to be sites of leakage. Microscopic evaluation revealed smooth straight separations, indicating contact with sharp instrumentation. Microscopic evaluation revealed two groups of striations in the reservoir inlet tubing, indicating contact with unshod instrumentation. Testing revealed the groups of striations to be sites of leakage. Based on examination of the returned product, it was concluded that the positioning, in combination with device usage over time, may have contributed to the shorter pump exhaust tubing kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the shorter pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tubing and reservoir bladder occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device had a lead in the tubing and an issue with the pump. The device was explanted and successfully replaced. No adverse patient effects were reported.